Manufacturer narrative:
The received device had been wrapped tightly in a coil, causing bends in the catheter shaft. The device no longer met specifications for optical signal properties; however, contact force was displayed when connected to the tactisys quartz unit. Additionally, the catheter met specifications during electrical testing, temperature testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported contact force issue and subsequent procedure cancellation could not be conclusively determined.

Event description:
During a premature ventricular contraction procedure, the contact force information would not display and the procedure was cancelled. The catheter was connected to the tactisys but no contact force would display. The catheter was replaced two times with no resolution. The procedure was cancelled. There were no adverse consequences to the patient.

Event description:
Related manufacturing ref: 9680001-2018-00171, 9680001-2018-00172. During the procedure, the contact force information would not display and the procedure was cancelled. The catheter was connected to the tactisys but no contact force would display. The catheter was replaced two times with no resolution. The procedure was cancelled. There were no adverse consequences to the patient.